Event description:
Unomedical reference number (B)(4). Event occurred in sweden. On (B)(6) 2024, it was reported by the patient teacher that he receives an insulin flow block alarm and hyperglycemia. High blood glucose level at the time of incident was 11.30 mmol/l and current level was 23.4 mmol/l. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: sweden.